Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.0mmx100mmx80cm (4f) sterling, 4.0 x 100, 75cm mustang, 5.0mmx60mmx80cm (4f) sterling, 6.0 x 200, 75cm mustang, and a 6.0 x 100, 75cm mustang balloon catheters were advanced respectively for dilation. However, on the first inflation, the balloons ruptured. The devices were removed from the patient and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.